Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that during a suturing task, the surgical instrument experienced no issues with the opening/closing of the grips, yaw (left/right), or pitch (up/down) motion of the wrist. However, one cable was visibly protruding from the distal end of the instrument. No fragment fell inside the patient's anatomy, and the instrument was inspected prior to use without any signs of damage or abnormalities. There were no collisions with other instruments or tools during the procedure, and the instrument is available for return to isi for further evaluation. Also, a photographic image of the device was sent for isi review, on the image it can be see a clearly broken cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.